Event description:
2023-dec-12, mpxr (B)(4) (hcp): information was received, from a healthcare provider. Regarding a patient who was implanted with an im plantable neurostimulator (ins). It was reported, that there was a recharging of ins issue, including communication issue, while recharging. The ins pocket was heating during recharge. There was a burn, as a result of recharging. Patient also, had a return of pain. Pain at their ins site, had discomfort/soreness/pinching, and redness. Patient reports the battery got "hot", during recharge sessions. The ins was replaced with a non-rechargeable battery. (B)(6) 2024 an_rp, e1 (rep): additional information was received, from a manufacturer representative (rep). The rep reported, that there was burning and heat inside of the ins pocket when charging and no therapy. Battery was not providing therapy for the patient. We adjusted by adding settings on their patient controller. The recharge settings were again adjusted. Healthcare provider (hcp) continued to think the ins wasn¿t working correctly, because the pt felt stimulation in the correct areas, but wasn¿t getting pain relief. Hcp wanted to replace the ins. Hcp's major concern was the lack of therapy. We addressed the ¿heat¿ as the ins, during recharging by adjusting the patient controller.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the battery was replaced with a different battery and the explanted battery was sent back to manufacturer for analysis.

Manufacturer narrative:
Product analysis #706258566:analysis information -- 03/22/2024 11:31:09 cst pli# 10 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. H3: the 97715 intellis, serial #(B)(6), was returned for product analysis. Analysis revealed no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.